Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump passed the displacement test, self test and reset error test, and had operating currents within specification and passed the off no power test. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked case near the display window corners, severely scratched display window and a cracked end cap.

Event description:
The customer reported via telephone call that the drive support cap popped out during a rewind. The blood glucose reading was 210 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.